Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. However, intimal dissection, myocardial infarction and thrombosis are listed in the xience everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other unknown xience is being filed under a separate medwatch report number. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention

Event description:
It was reported via an article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #37: the procedure was to treat a mid and distal right circumflex artery (rca). The patient presented with an st elevated myocardial infarction (stemi). The lesion in the mid rca was not pre-dilated prior to placement of a 3.5 x 10 mm unknown xience stent inflated to 18 atmospheres (atm). Post-dilatation was performed with a 3.5 x 18 mm unspecified balloon catheter inflated to 14 atm. The lesion in the distal rca was pre-dilated with a 2.5 x 20 mm unspecified balloon catheter inflated to 14 atm. A 2.75 x 28 mm unspecified xience stent was deployed at 14 atm. Post-dilatation was performed with a 2.5 x 15 mm unspecified balloon catheter inflated to 8 atm. A distal edge dissection was noted. The patient was placed on ascal and ticagrelorl for dual antiplatelet therapy. Within 24 hours, the patient had a myocardial infarction (mi) and angiography confirmed acute stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.